Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 48 year-old female patient who had essure inserted (lot no. 646509) for permanent contraceptive tubal implant. The patient had a medical history of follicular cyst of ovary, adenomyosis and endometrial disorder. Previously administered products included: tradol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3643 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (abdominal hysterectomy, bilateral, salpingo-oophorectomy, bilateral ureterolysis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Discrepancy noted: insertion date recorded in argus is (B)(6) 2009 and as per mr report (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): tissue- uterus, cervix, bilateral adnexa. Leiomyoma of uterus. Final diagnosis- uterus, cervix, bilateral fallopian tubes and ovaries, exploratory laparotomy, total abdominal hysterectomy, bilateral, salpingo-oophorectomy, bilateral ureterolysis. Cervix- leiomyoma, mild chronic cervicitis, associated focal squamous metaplasia, focal microglandular hyperplasia. Endometrium- proliferative pattern. Myometrium- superficial adenomyosis. Bilateral fallopian tubes- mild congestion, small simple paratubal cysts. Bilateral ovaries- follicular cysts, additional small cortical serous cysts (one ovary). Gross description- both cornua and endometrial cavity reveals a metallic, coiled structure (essure) that appears to be in place. Lot number: 646509, manufacture date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 48 year-old female patient who had essure inserted (lot no. 646509) for female sterilisation. The patient had a medical history of follicular cyst of ovary, adenomyosis and endometrial disorder. Previously administered products included: tradol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3643 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (abdominal hysteroctomy, bilateral, salpingo-oophorectomy, bilateral ureterolysis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Discrepancy noted: insertion date recorded in argus is (B)(6) 2009 and as per mr report (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): tissue- uterus, cervix, bilateral adnexa. Leiomyoma of uterus. Final diagnosis- uterus, cervix, bilateral fallopian tubes and ovaries, exploratory laparotomy, total abdominal hysteroctomy, bilateral, salpingo-oophorectomy, bilateral ureterolysis. Cervix- leiomyoma, mild chronic cervicitis, associated focal squamous metaplasia, focal microglandular hyperplasia. Endometrium- proliferative pattern. Myometrium- superficial adenomyosis. Bilateral fallopian tubes- mild congestion, small simple paratubal cysts. Bilateral ovaries- follicular cysts, additional small cortical serous cysts (one ovary). Gross description- both cornua and endometrial cavity reveals a metallic, coiled structure (essure) that appears to be in place.. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number added, reporters information, race information, medical history and lab data were added, product start date , rcc and non drug treatment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.